Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and was brought to clinic for device interrogation. Upon interrogation, the left ventricular (lv) lead exhibited high, out-of-range impedance and no capture. The high, out-of-range impedance and no capture were noted on several different vectors. The lead was reprogrammed. A chest x-ray was also ordered, and the x-ray did not reveal any obvious fracture or problem with the lv lead. The patient was stable and was doing well.